Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance, repair. It was further reported the tip of the stylus had broken off the stylus. There was no patient involvement.